Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not available.

Event description:
It was reported the patient was admitted to current hospital with pain in her PICC arm about 10 cm above insertion site. CT with contrast was infused on the (B)(6) 2017 showing contrast in the basilika/brachialis vein after infusing about 1-2 ml. No contrast from v. Subclavian. But the tip was not visible. The nurse who reported information did not know what had happened after the CT. No information if the PICC was removed. All she knew was that the patient was transferred to another hospital the following day. PICC was placed on unknown department and date. Customer reported: problematic PICC function, no other information available.